Manufacturer narrative:
Inspected 1 opened/used enlite sensor and a performed visual inspection and found sensor needle bent inside sensor base. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 98 mg/dl and the sensor glucose was 62 mg/dl at the time of the incident. The customer reported that the sensor was reading much lower than what her actual blood glucose was. The patient's current blood glucose was 98 mg/dl. The suspend threshold limit was 70mg/dl. The sensor glucose and blood glucose difference was not within acceptable range. There was a slight curve at the end of cannulas. The sensor will be returned for analysis.